Event description:
Customer called to report that while troubleshooting the coulter lh750 hematology analyzer for stripper plate obstructed error messages, customer noticed a small amount of blood at the bottom of the needle assembly. The precise volume of the leak is unknown; however, the leak was contained inside the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) performed telephone troubleshooting with customer to resolve the stripper plate obstructed errors. Customer had already replaced the leaking needle assembly prior to calling in for assistance. Following the stripper plate troubleshooting, customer ran a blood prime, and the stripper plate showed acceptable movement, with no further leaks from the needle assembly. The cts verified instrument performance with customer to ensure that the repairs performed effectively resolved the instrument issue. The root cause of the leak at the bottom of the needle assembly is unknown as customer replaced the assembly prior to calling in for assistance. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).